Event description:
It was reported that the customer had a low blood glucose level of 53 mg/dl and paramedics were called on (B)(6) 2015. Customer stated that this occurred 2 times this month. Customer's husband woke her up and told her that the pump was beeping and she was unable to respond. Customer was given juice to drink but was unable to drink it. Customer stated that the pump was already in threshold suspend. The paramedics treated her with a glucagon shot. Customer stated that on (B)(6) 2015, her blood glucose level was below 70 mg/dl. The paramedics were called again and she was treated at home. Customer refused to go to the hospital. Customer stated that the cause of the low blood glucose levels was that she was overworked and tired. Customer declined troubleshooting. Customer was advised by her doctor to run a temp basal at night if her blood glucose levels are below 120 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.